Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 108 mg/dl. The customer received the alarm when attempting to deliver a bolus. While troubleshooting, the customer assembled a new infusion set and reservoir. The customer was advised to run a manual prime of at least five units, and the customer stated that insulin was able to exit with the manual prime. The customer was advised that the insulin pump was working as designed. The customer was advised that the alarm was caused by an occlusion related to the infusion set or reservoir.